Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿ pro pen needles the needle broke off. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about a broken needle npe. According to the user's report, the needle npe was broken and its broken piece only remained in the pen. The possibility that this may be due to the user's manipulative techniques is undeniable. The user would like to know whether the same issue has been reported from other facilities or not.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 05-jul-2022. H6: investigation summary one open 32g x 4mm pro pen needle sample, one insulin pen and three photos were returned from lot no. Unknown, cat. No. 320559. Visual examination was carried out on the returned sample, pen and photos and it was observed that the non patient end of cannula was broken and stuck in the pen. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported while using bd micro-fine¿ pro pen needles the needle broke off. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about a broken needle npe. According to the user's report, the needle npe was broken and its broken piece only remained in the pen. The possibility that this may be due to the user's manipulative techniques is undeniable. The user would like to know whether the same issue has been reported from other facilities or not.